Event description:
During a right flutter procedure, it was reported that there was a loss of all ECG electrodes on the claris system. When the electrodes were checked, everything was correct. The technical support from the hospital came with an ECG simulator and there were also no signals. The procedure was cancelled.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.